Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button error alarm. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 53 mg/dl. Troubleshooting was not able to resolve the issue. Most recent blood glucose level was 157 mg/dl. The device was returned for analysis.